Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. The customer reported that the low/high glucose alarm did not sound and subsequently experienced symptom of lethargy. Customer was treated with dextrose by spouse and no additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 (serial number) has been updated to unk as the reported serial number was deemed invalid during the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre reader and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. The customer reported that the low/high glucose alarm did not sound and subsequently experienced symptom of lethargy. Customer was treated with dextrose by spouse and no additional treatment was reported. There was no report of death or permanent injury associated with this event.